Manufacturer narrative:
Pump performed within specifications. Cylinder was functional. Tubing was functional. Reservoir had a wear leak.

Event description:
The ipp device was removed from the pt, due to fluid loss, and replaced. Add'l serial/lot# ac812 009, aj540 006.